Event description:
Customer reports under infusion greater than 50% when using a syringe attached to a non-vented bodyguard 121 administration set. The device was being used for a critical medication, tissue plasminogen activator, and the customer experienced the following results: volume to be infused: 81 ml; rate: 34 ml/hr; volume infused: 12 ml. Cme america spoke with the customer to gather additional information. The infusion was attempted with the a120-003xsny tubing set attached to a 60 ml monoject syringe. Customer conducted similar testing using normal saline and produced the same results. Customer also tested using a 20 ml syringe with the same set and could not duplicate the under-infusion. Despite working acceptably in the lab, customer states that the 20 ml syringe does not work for them clinically as it does not allow for a complete dose in a single syringe.